Event description:
A us distributor reported that a battery charger had an integrated charger problem.

Manufacturer narrative:
Device evaluation of the integrated battery charger has been completed. The reported problem (integrated charger problem) has been confirmed. Upon investigation, the charger was unable to charge a battery pack. The integrated charger displayed a yellow #2 light when testing with test batteries, indicating a charger failure. The charger was returned to the vendor for further investigation. The root cause is underway at vendor. There was no adverse event that resulted from the damaged charger.